Manufacturer narrative:
Block h6: imdrf device code a051201 captures the reportable event of cutting wire anchor dislodged.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was attempted to be used in the duodenum during a rendezvous endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the guidewire was inserted from the cystic duct down to the duodenum, where it was grabbed using a snare. Then they loaded the guidewire that was in the biliary duct with the autotome (front-loaded). They then advanced with the sphincterotome to perform a sphincterotomy. Shortly afterward, they discovered that the cutting wire had detached. It was reported that the wire was intact, but the wire anchor dislodged from the catheter. No part of the cutting wire detached and fell into the patient. The procedure was completed with another autotome rx 44. There were no patient complications reported as a result of this event.